Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, after the pocket was sutured, it was noted on external telemetry that the device exhibited occasional pauses. Interrogation revealed the device was picking up artifacts or electrical signals resulting in inhibited pacing. The right ventricular (rv) lead also exhibited oversensing resulting in inhibition of pacing. The physician reprogrammed the device and the pocket was reopened and manipulated which resulted in a correction of the noise but not consistently. The device was reprogrammed a second time but noise was still seen. The device was reprogrammed a third time to a bipolar setting with a sensitivity of 5.6mv to which noise was not seen and pacing was consistent. Noise was still noted with a bipolar configuration and sensitivity of 1.2mv. The device and rv lead remain in use and the patient will be monitored. No patient complications have been reported as a result of this event.